Event description:
It was reported that fluoroscopy revealed that the atrial lead was fractured at the site of the patients first rib and clavicle. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.